Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead was capped and replaced on (B)(6) 2022. No patient condition was reported.

Manufacturer narrative:
Correction: upon review, the left ventricular (lv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.